Event description:
The customer contacted baxter's service center regarding a high drain 101 alarm which occurred on the homechoice (hc) after use. The technical service representative (tsr) reviewed the therapy log. The cycle 1 ultrafiltration was 2241ml. The home patient (hp) had an initial drain of 1481ml and his fill volume (fv) was 2000ml. The hp had no symptoms and would perform manual therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported alarm was found in the event history log review. There were no keystrokes, programming, or use related events found in the log that would cause or contribute to the problem. The sample was evaluated. A visual inspection did not note any issues related to the reported condition. Function testing was performed, and the homechoice was run through one hour of therapy with no issues found. The reported alarm was confirmed, and the cause was a false empty detect during initial drain.